Event description:
Found during testing, according to the reporter, the device displays a service message and the defibrillator won't charge. There was no patient use during the reported incident.

Manufacturer narrative:
Physio-control device tracking shows customer purchased four lifepak 9 monitor/defibrillators, two in 1989, one in approx two months later, and one in the following month. Physio-control made an offer of service that the customer declined. The reporter stated that device will not be repaired and removed paddles, so device can only be used as monitor.